Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited intermittent pacing failure and high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.